Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 pza medium a label was missing from the tube. The following information was provided by the initial reporter: the customer noticed there wasn¿t a label on the pza medium tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material 245115 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3040101 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for missing label. Retention samples from batch 3040101 (79 tubes) were available for inspection. All retention tubes were inspected and all 79 retention samples were properly labeled. One (1) photo was received for review for this complaint. The photo shows a single unlabeled tube. There is no batch information in this photo. No returns were received for investigation. The complaint cannot be confirmed. There is no batch information present in any of the photos submitted, and no other product labels were visible for batch verification. Without batch verification, the photos cannot confirm the complaint. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 pza medium a label was missing from the tube. The following information was provided by the initial reporter: the customer noticed there wasn¿t a label on the pza medium tube.